Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could not be duplicated. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from sorc, there was the possibility that this phenomenon was attributed to the external factor and/or the handling such as that, the user operated the elevator control lever with the insertion section bent excessively, the stains was left on the forceps elevator temporarily, or there was the deformation due to high frequency and so on.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, it was found that the failure of the forceps elevator (the forceps elevator did not return to the end). There was no report of patient injury associated with the event.